Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels and was in the hospital since (B)(6) 2017. While at the hospital, the customer's bg levels were monitored, but the customer was unable to provide the treatment received while at the hospital. The customer was released from the hospital on (B)(6) 2017. Although requested, the customer declined to provide any further information regarding the event. It was confirmed that the customer will use the pump for continued insulin therapy.